Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was having more problems with the pump. There were no reported symptoms. No further complications were reported.